Event description:
The customer reported that the unit is sluggish when saving images and freezes up.

Manufacturer narrative:
(B) (4). The ge service rep reformatted the hard drive. The system operates as intended.